Event description:
Revision surgery due to infection 1 year post op. Head and liner replaced. Screw removed and not replaced. The samples grew staphylococcus aureus. Please refer MFR report #: 3005180920-2013-00101.